Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure was obtained from the polygraph in the catheterization room. The customer then plugged in the fiber optic cable stating that it would normally automatically switch to optical fiber but it did not. The arterial pressure was then obtained from the monitor in the ward management and the therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated information - device available for eval? Changed from yes to no added type of investigation code 4115. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.